Manufacturer narrative:
The foot pedal and log files will be provided for investigation.

Event description:
The system showed an error message during start up and during surgery. After restart the problem persisted. Eventually the surgeon was able to perform the operation, but the surgery had been delayed by more than 30 minutes, and the patient was already under anaesthesia. No actual patient harm occurred.

Manufacturer narrative:
The foot pedal and log files have been provided for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. With regards to this event a foot pedal was received for investigation. Functional testing of the returned foot pedal confirmed an issue with the functionality of the pedal. Also the reported issue encountered could be reproduced. Unfortunately a root cause could not yet be determined and the pedal was sent to the supplier for further investigation.

Event description:
The system showed an error message related to the foot switch during start up and during surgery. After restart the problem persisted. Eventually the surgeon was able to perform the operation but the surgery had been delayed by more than 30 minutes and the patient was already under anaesthesia. No actual patient harm occurred.

Event description:
The system showed an error message during start up and during surgery. After restart the problem persisted. Eventually the surgeon was able to perform the operation but the surgery had been delayed by more than 30 minutes and the patient was already under anaesthesia. No actual patient harm occurred.

Manufacturer narrative:
The foot pedal and log files have been provided for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. With regards to this event a foot pedal was received for investigation. Functional testing of the returned foot pedal confirmed an issue with the functionality of the pedal. Also the reported issue encountered could be reproduced. Unfortunately a root cause could not yet be determined and the pedal was sent to the supplier for further investigation.

Event description:
The system showed an error message related to the foot switch during start up and during surgery. After restart the problem persisted. Eventually the surgeon was able to perform the operation but the surgery had been delayed by more than 30 minutes and the patient was already under anaesthesia. No actual patient harm occurred.

Manufacturer narrative:
With regards to the event a foot pedal and logfiles were returned for investigation. Review of the logfiles revealed several occurrences of a foot pedal error indicating that an incorrect pedal position was detected. Investigation of the returned foot pedal revealed that the reported error message was triggered with horizontal and vertical movements of the foot pedal. Further investigation revealed that this failure occurred due to installation of a software upgrade with an incompatible software version. Historical review of the complaint database indicated that one similar complaint has been logged previously. Based upon the available information, it was determined that this event can be attributed to inadequate training of the service employee involved.